Event description:
It was reported that the patient underwent a device explant procedure due to unknown reason. The explant ipg and linear leads were not returned as they were not released. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred on the date of the explant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5172627/5172796.